Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported by the contact that the customer had been experiencing ongoing high blood glucose (bg) levels. A correction bolus was delivered to address the bg level. The value of the bg level was not known by the customer. The customer reverted to using insulin injections to manage diabetes. The contact was unable to perform a pump system check at the time tandem technical support was telephoned as the cartridge did not have enough insulin left in it. Although requested, the contact did not call back to troubleshoot.